Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beeping tones from the device and presented to the hospital for a device check. Upon interrogation, a red screen was observed indicating the device had reached elective replacement indicator (eri) battery status. At the previous device check in february the remaining longevity was above 70%. Device data was submitted to technical services and it was confirmed the device was depleting prematurely. Replacement was recommended; the device remains implanted and in service pending a replacement procedure. The device was explanted and replaced 11 days later. No additional adverse patient effects were reported. The explanted device was expected to be returned for laboratory analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beeping tones from the device and presented to the hospital for a device check. Upon interrogation, a red screen was observed indicating the device had reached elective replacement indicator (eri) battery status. At the previous device check in february the remaining longevity was above 70%. Device data was submitted to technical services and it was confirmed the device was depleting prematurely. Replacement was recommended; the device remains implanted and in service pending a replacement procedure. The device was explanted and replaced 11 days later. No additional adverse patient effects were reported. The explanted device was expected to be returned for laboratory analysis.